Event description:
During shift check, the autopulse platform (B)(6) displayed fault 41 (patient temperature sensor failure) upon power-on and did not clear. The customer attempted to clear the fault by replacing the lifeband and checking whether the vents were free of obstructions, but the fault persisted. The platform was placed on the hard surface when the fault occurred. The customer usually keeps the autopulse platform in the lab fixed to the portable zoll stand when not in clinical use. No patient involvement.

Manufacturer narrative:
The customer's complaint that the autopulse platform (B)(6) displayed fault 41 (patient temperature sensor failure) upon power-on was confirmed during the archive data review, but not during the functional testing. Based on the archive, the platform displayed fault 41, confirming the reported complaint. The fault was not replicated throughout the testing at zoll. Nevertheless, the temperature sensor will be replaced as a preventive measure, as it may have had intermittent technical issues that could not be directly identified during functional testing. The archive data indicated the occurrence of fault 41, confirming the reported complaint. The autopulse platform passed the functional testing without error or fault. The fault was not replicated during testing, and the platform functioned as intended. Nevertheless, the temperature sensor will be replaced as a preventive measure, as it may have had intermittent technical issues that could not be directly identified during functional testing. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with (B)(6).